Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4), lot# va0ytyq, implanted: (B)(4) 2015 explanted: (B)(4) 2016 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lead was not installed correctly. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID :3889-28, lot# va0ytyq, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision. The patient stated that her therapy had not worked to control her target urinary frequency/urgency symptoms since it was implanted. The patient noted that she never had a trial. The patient also mentioned that the first system didn't end up where it was supposed to be and clarified that the wire wasn't supposed to be. The patient indicated that the lead was not placed correctly and confirmed that the ins and lead were surgically replaced for that reason. There were no further symptoms or complications reported or anticipated.